Event description:
The customer's mother reported via phone call that the customer's insulin pump had an unresponsive keypad. During troubleshooting the customer stated there was no event leading to the keypad issue. The customer's blood glucose was unknown. The customer was advised to discontinue use of the insulin pump and revert to back-up plan.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 284 mg/dl. Unable to troubleshoot. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The information provided with this report was not included with the initial report.